Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, a revision was performed almost 4 years post implantation due to aseptic loosening secondary to a fall. Per the product complaint form, the ¿surgeon does not blame the implants.¿ and the ¿revision procedure went perfect. Surgeon happy¿. It was communicated that the requested clinical documentation was not available for inclusion in the medical investigation; therefore, no other contributing factors/clinical factors were found. Reportedly, the patient impact included the patient traumatic fall, subsequent aseptic loosening and required revision. A transient post-surgical restorative rehab phase would be anticipated. Devices batch number were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed devices. A review of the instructions for use documents for knee systems revealed that looseness of components has been identified in possible adverse effects section as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that, after tka surgery had been performed on (B)(6) 2019, the patient experienced a fall that caused aseptic loosening of the components. As a result of this adverse event, a revision surgery was performed on (B)(6) 2023, in which a lgn ps high flex xlpe sz 3-4 9mm, gii oxin p/s fem right sz 6, gns ii cmt tib size 4 {} right and a gns ii resurf pat 32mm were exchanged. The surgeon does not blame the implants. Current health status of patient remains unknown.